Event description:
A respiratory therapist from the home healthcare company reported, "unit is constantly going into reset and shutting off while on patient. Unit did alarm for reset." On 9/13/2007, subsequent information was provided by the department head of the vent program stating, "while connected to patient, reset alarm every 1/2 hour for 3 hours." No allegation of patient harm.